Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: multiple images were provided for patient with previous l4-s1 fusion who underwent l3-4 olif procedure. Postoperatively there is failure of the olif plate with interbody graft migration. We do not known the bony fusion status at l4-s1, and broken screws are seen at s1. I suspect that the three local fusion below the olif graft was solid enough to act as a lever arm and that the l3-4 level should have been augmented with posterior instrumentation initially.

Event description:
It was reported that on: (B)(6) 2015: the patient underwent re-fusion of lumbar lateral, anterior, removal of implanted device, fusion and re-fusion of 2-3 vertebrae and insertion of recombinant bmp. On (B)(6) 2015: the patient presented for follow-up visit. The patient underwent lumbosacral spine 2 or 3 views due to lumbar revision fusion with instrumentation. Impression: stable exam. On (B)(6) 2015: the patient presented with a chief complaint of ache in low back worsening as the day progress. On (B)(6) 2016: the patient presented with tightness in the right low back. On (B)(6) 2016: the patient presented with chief complaint of right low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.